Event description:
It was reported that when the original post procedure x-ray was compared with a recent chest x-ray, the right ventricular [rv] lead appeared to have moved from its original implant position. It was also reported that the rv lead had elevated threshold measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.